Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while sleeping, the tubing detached at the site and the infusion set came off the body. The patient used manual injection. The site location was 4 inches from the navel on left side and the pump was located opposite to the infusion set. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing as the patient was doing manual cleaning that weekend. The pump was not dropped with the set connected to the patient's body. The patient's blood glucose level was at 249 mg/dl at the time of this report. No further information available.